Event description:
(B)(6): biomed reports they had calibrated the system awhile back and inadvertently "dumped" the ma table. At the completion of the calibration, they did not recheck the r/min value and finished. During physicist annual check up, they found the system above the 10r/min value. No reported injury.

Manufacturer narrative:
Covidien tech support follow up with customer via phone, customer reported they were able to re-calibrate the system and lower the adult dose setting to below 10r/min. System was fully functional and back within specifications. System returned to full service by customer.